Manufacturer narrative:
Health effect- clinical code 2: e2122. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of sinusitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ in jaw (jw4) and chin area. A little over a month later, patient experienced very red tender swollen nodule on right side of jaw. Patient was treated with clarithromycin 500 mg twice daily for two weeks and symptoms improved. Two weeks later, lesion was much smaller and softer but still there is a sort of inflammation so patient was advised to take same medication for another four weeks. Three weeks later, patient has swollen right side of the face comes and goes with some headaches. The next day, patient is having sudden swelling of whole face that is red and tender. Patient can't open the mouth properly. In additional, patient is suffering from mild chronic sinusitis, deemed not device related (takes citrizine for it but has stopped since on antibiotic).